Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. Troubleshooting and further evaluation of the system was discussed. This lead remains in service. No adverse patient effects were reported.